Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ crease / folding of implant: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, and "breast implants with abundant folds without pathological significance." The device remains implanted.

Manufacturer narrative:
Continued d.4. Device information: serial numbers were provided as (B)(6) (l) and (B)(6) (r), but they do not populate in the system. Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Manufacturer narrative:
(B)(6) was confirmed to be the right-side device in the initial corr log, updated catalog number to 27-110181 per information from DHR team. Serial and lot numbers could not be updated. Additional, changed, and/or corrected data: d.4.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, and "breast implants with abundant folds without pathological significance." The device has been explanted.